Event description:
The reporter stated that the consumer stated that she has been using lantus insulin and solostar pen device for approximately four years. She applied the needle to her solostar lantus pen and primed the needle. Then she dialed the dose and inserted the needle with her left hand. She then used her right hand to depress the plunger, taking special care not to insert the needle any further into her abdomen. After completing the injection, she went to remove the pen needle from the pen and noticed that the needle was missing. She marked on her skin where the needle had gone in,, and went to emergency department. The healthcare workers then took an x-ray to locate the needle, found that it was un-bent, and removed the needle under local anaesthetic. It was noted by the consumer that the needle had appeared to have broken, as a small residual part remains above the plastic hub.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.